Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that the reported phenomenon was caused by the water invasion into inside the ccd unit and the corrosion on the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit due to the some kind of water invasion into inside the ccd unit, or the communication failure between the video processor and the subject device due the breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after an unspecified surgery using the subject device, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user completed the intended procedure using the subject device. There was no report of patient injury associated with this event.